Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d1 bi-ventricular ICD, implanted (B)(6) 2013. (B)(4)

Event description:
It was reported that the left ventricular (lv) lead had high, unstable thresholds that compromised capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.